Manufacturer narrative:
D6b was erroneously entered on the initial manufacturer device report. E4 was inadvertently omitted on the initial manufacturer device report.

Manufacturer narrative:
Thrombosis: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the position issue was most likely related to an unintentional use issue, as it occurred while the patient was coughing. Low or blocked pump flow: the cause of the issue could not be determined without the returned product for investigation and sufficient clinical details, including data log.

Manufacturer narrative:
H6: added codes a150202 and a140508 based on review by the investigation team. Omitted code a0401.

Event description:
The complainant reported a patient on impella support with a cp pump. The complainant reported that an impella in aorta alarm sounded when the patient coughed. The pump was reinserted under fluoroscopy, but the pump did not recover. A thrombus had formed. The impella was surgically removed.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.